Event description:
It was reported that, on the day of implant, the patient had an inappropriate shock due to oversensing of noise. The smartpass feature had programmed itself off due to decreased intrinsic amplitudes. The sensing vector at the time of the shock was set to the primary sensing vector. The device was programmed off to allow the noise to subside. Later, the doctor massaged down the electrode area. The noise could not be reproduced, and the system is working good now. The smartpass feature is back on. The system remains implanted. There were no additional adverse patient effects.